Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir failed with leaks past second o-rings. Checked o-rings and stopper groove for defect and anomaly was found at the stopper.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings. The blood glucose reading was 442mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.